Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 10/18/2018. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was it difficult to break the ampoule? I used the force I usually apply to break the ampules. Maybe I squeezed a little harder to milk the material out of the ample. But, I usually do that. A piece of glass came out of the plastic (silicon) cover and punctured my right thumb. I can¿t tell if the crushing happened in one or more sites, but the glass spike that punctured my thumb was close to the handle (gray) section. What was done to treat the shard penetration? It started to bleed, I had two sets of gloves on. I took the gloves off and wiped my thumb with a gauze and washed by hydrogen peroxide. After changing the gloves I continued. What is the status of the surgeon injury today? The puncture wound was painful but healed very well. I had a bandage on it for 48 hours (during the weekend). Can you identify the product code and lot number of the device that was used? I don¿t know about the lot number or the product code associated with it.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2018 and topical skin adhesive was used. When the topical skin adhesive was opened, a piece of glass came out of the plastic cover and punctured the doctor's right thumb. The glass spike that punctured the doctor's thumb was close to the handle (gray) section. Pieces of the ampoule were pulled from his thumb and cleaned out properly. The puncture was bandaged for 48 hours. The case was completed with another device of the same product code. There were no patient consequences reported. The doctor reports that the puncture wound was painful but healed very well. Additional information has been requested.